Event description:
It was reported that the battery is malfunctioning. Further information was provided that "the instrument does not always turn on in semiautomatic mode to perform the test, while it regularly turns on in manual mode." There was reportedly no patient involvement.